Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that after they got the stimulator they felt like they had the bladder of a teenager but their symptoms have been getting worse, they can get up to go to the bathroom but have to wear protection and change their clothes 3-4 times a day. Pt said they have been wanting to make an adjustment but their external equipment has not connected since january of last year. Offered assistance to troubleshoot the equipment and potentially make a therapy adjustment. When pt successfully synched with their ins the reported therapy was off and they have not used the equipment and connected since january of last year. Worked with pt to turn therapy back on, stim was too strong and pt reduced it confirming comfortable sensation in their bike seat region. Reviewed interstim therapy optimization information, stim sensation information, control equipment general use and function and recommended keeping a symptom diary to track results. Redirected to their doctor. The patient mentioned unrelated medical history. This included patient said they have neuropathy numbness from a crushed foot. Patient said before they got the device they had to mop the floor several times a day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.